Event description:
The biomedical tech was called to the o.r. During a total knee replacement. The surgeon/staff stated there was not enough pressure from the nitrogen source on the wall to cut bone with a 3m driver. Wall nitrogen pressure was set to 180 psi at regulator. The unit was then attached to a nitrogen tank. The surgeon again complained that the pressure was not high enough with the regulator set at 200 psi. As it was noted that the tank was almost empty, a search for a new tank ensued. During this time, the hose blew apart at just below the driver base. A new tank arrived in the room and again the surgeon complained that he did not have enough power. The surgeon insisted that the staff turn the drill up to 170 psi. The driver then came apart at the end cap. It was reattached to the driver by or staff. The surgery was then completed.